Event description:
The customer reported cloudy and hazy image, it will not focus during an unspecified procedure involving an olympus camera head. The cause is currently unknown to the customer. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.